Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was displaying a battery indicator symbol. The patient indicated that the alleged meter issue started on five days earlier, during the morning time. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient also denied receiving medical intervention and was not tested on another device. On an unspecified date after the meter issue began, the patient developed symptoms of blurred vision. The patient admitted that the meter's battery was not replaced according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue started.